Manufacturer narrative:
(B)(4). Omar faour-martín , jose antonio valverde-garcía ,miguel ángel martín-ferrero & aurelio vega-castrillo ,maría angeles de la red gallego , cesar c. Suárez de puga ,luis amigo-liñares oxford phase 3 unicondylar knee arthroplasty through a minimally invasive approach: long-term results international orthopaedics (sicot) (2013) 37:833¿838, https://link.springer.com/article/10.1007/s00264-013-1830-8. (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Information received based on journal article entitled "oxford phase 3 unicondylar knee arthroplasty through a minimally invasive approach: long-term results", by omar faour-martín, et al. (2013). Abstract : purpose : surgical treatment options for medial compartment osteoarthritis of the knee include high tibial osteotomy, total knee arthroplasty or unicompartmental knee arthroplasty (uka), depending on the patient¿s age, level of physical activity and the degree of deformity. This complaint refers to the 15 knee revisions due to infection. (Page 836, table 2).